Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition was confirmed. It was determined that the hose exhibited damage, including a one inch hole near the motor hand piece, that is consistent with a sudden hose rupture. Numerous scuff/pinch markings on the outer hose were observed, which is evidence of an occlusion point that caused rupture of the hose between the occlusion and the motor hand piece. If additional information is received a supplemental report will be submitted. (B)(4).

Event description:
Report received from the USA stating that the hose ruptured during a surgery. There was no patient injury; however, there was an ent surgeon who suffered a busted eardrum. The ent surgeon had some ringing in his ears after the hose rupture and described it as "minor". He received medical attention, and has since improved and did not appear to have any permanent effects. The date of the event was unknown. There was no additional information reported.